Event description:
While a pt was receiving docetaxel intravenously, they felt a flushing sensation and back pain within 10 minutes. The infusion was stopped and the following medication was administered: 40 mg of solumedrol intravenously, 25 mg of benadryl, and 30 mg of toradol. After the intervention, the pt was stable and released. There was a delay of 30 minutes.

Manufacturer narrative:
The original reporter stated there were two lots in question. The facility observed pt reactions while using walkmed infusion's products, but they could not definitively state which lots were associated with which pt reactions. The two lots in question are lot 1404065 and lot 1403061. Walkmed infusion received 5 samples from each lot and requested the MFR perform a bacterial endotoxin test. The test results were negative for both lots.